Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 one g7 depth gauge was returned and evaluated. Upon visual inspection the tip of the device had fractured at one of the measurement spaces. Sem analysis of the g7 depth gage sample showed that it suspected to have fractured due to tensile overload. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 410 stainless steel. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported as unknown when or how the piece was broken, all that is known is it wasn¿t on the day noticed. Attempts have been made and additional information on the reported event is unavailable at this time.